Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty as the device was not returned for analysis. Factors that contribute to a foot separation may include, but are not limited to, twisting of the device with the needles deployed, user may not gently pull the device back to position the foot against the wall; use of excessive force deploying the needles leading to foot break/ separation. The patient effects of thrombosis and pain are listed in the proglide instructions for use (IFU) as potential adverse event associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an impella interventional procedure. Reportedly, on (B)(6) 2024, a foot break occurred and the separated foot remained in the patient. The physician was unaware of the foot break and the sutures of two proglide devices were successfully pre-placed. The impella procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported clinically significant delay in the procedure or therapy. The patient remained in the hospital for the next few days. On (B)(6) 2024, after an impella removal procedure, the patient complained of pain and lost her distal pulses during recovery. An angiogram was performed and a thrombus was noted at the access site. Surgery was performed on the patient and the foot was removed. As the patient was being transferred from the operating table to a hospital bed, the patient collapsed and was unable to be resuscitated. The patient passed away on (B)(6) 2024. Per the physician, the death was due to the poor condition of the patient. The death was not related to the proglide device. No additional information was provided.